Event description:
It was reported that the patient fell right on the implantable neurostimulator (ins). The stimulator was not working the same since the fall. It was noted the patient¿s apartment was filled with carbon monoxide gas and as a result he fell the day prior the report and was admitted to the hospital and released the day of the report. Therapy had not worked the same since the fall and he was having sporadic stimulation, with the stimulation in his right leg being ¿more than half gone.¿ the patient reported having pain at the ins site to the front of that side. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient had fallen on their right side on their implantable neurostimulator (ins) on (B)(6) so it was unclear when the patient fell. The patient ended up with a huge cut on their butt and thigh. Their doctor never stitched it up because they wanted it to heal on its own. The cut had been healing on its own at the time of the report. The patient was also experiencing itching on their back and the top part of their legs. The patient was not sure when these issues started but noted that their ins appeared to be fine. It was noted that the patient had a stroke on (B)(6) 2014 but the stroke was noted to not be related to the spinal cord stimulator therapy.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3550-39, lot # n293954, implanted: (B)(6) 2011, product type accessory; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or manufacturer¿s representative (rep) and their concerns were resolved.